Event description:
It was reported that during a breast biopsy procedure, it was impossible to obtain samples. It is impossible to sample, or the samples obtained have a bad quality and form. Another like device was used: the same problem occurred. Intervention extended time was one hour. The procedure was stopped. The health care professional expected the lab's analysis results to decide if a re-intervention is required or not. On 10/01/2009 additional information received: the health care professionals obtained the biopsy analysis' results: it is positive. So, another intervention is not required.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.